Manufacturer narrative:
Block b3: date of event was approximated to 01/01/2019 as no event date was reported. (B)(4). Block h10: investigation results: a flexiva ID 200 laser fiber was returned broken in two pieces in the hoop. The first piece measured approximately 103.7 cm from the top of the connector to the break. The second piece measured approximately 212.8 cm from the break to the distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The condition of the returned device confirms that the fiber is broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on january 15, 2019 that a flexiva ID 200 laser fiber was used for a ureteroscopy procedure in the ureter performed on an unknown date. According to the complainant, during preparation, the fiber tip was noted to be broken when they opened the package. The procedure was completed with another flexiva ID 200 laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID 200 laser fiber was used for a ureteroscopy procedure in the ureter performed on an unknown date. According to the complainant, during preparation, the fiber tip was noted to be broken when they opened the package. The procedure was completed with another flexiva ID 200 laser fiber. There were no patient complications reported as a result of this event.